Manufacturer narrative:
(B)(4). Evaluation: visual inspection of the returned lens showed it was cut in half and a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Per medical review - reportedly, intraoperative lens exchange was performed to address lens damage ("split" and torn haptic) during iol insertion. Another lens was implanted successfully. Incision was not enlarged and no other tissue damage was reported. According to the report by the surgical technician, dated 7/22/2014, there was a possibility that user error (loading issue) may have caused the reported event. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the aq5010v three piece silicone lens split as it was inserted into the bag. The lens was removed without altering the incision and another lens was implanted.

Manufacturer narrative:
Device history review - device history record review found associated source lots were manufactured within established parameters and limits. This is a resubmission to correct the MFR#. The MFR number was reported incorrectly (MFR# 2023836-2014-00628). Claim# (B)(4).